Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On(B)(6)2014, the patient had essure inserted. In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ extremely heavy bleeding with large clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). From (B)(6) 2017 until (B)(6)2017, the patient received ethinylestradiol w/norethindrone at an unspecified dose and frequency. In (B)(6), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (she had bilateral salpingooopherectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia and migraine outcome was unknown and the headache and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2014: total bilateral occlusion on (B)(6)2014 concerning the injuries reported in this case, the following one were described in patient's medical records: confirms pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2018: information from pfs. New reporters added. Case medically confirmed. Patient¿s demographics added. Indication added. Concomitant condition and drugs added. New events added: abnormal bleeding (vaginal, menorrhagia)/ extremely heavy bleeding with large clots, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, hair loss, migraines, headaches, perforation (fallopian tube(s)), abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("was unable to see the coils so the doctor had to remove both tubes") and pelvic pain ("pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On 3-jul-2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ extremely heavy bleeding with large clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). From january 2017 until 29-nov-2017, the patient received ethinylestradiol w/norethindrone at an unspecified dose and frequency. In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (she had bilateral salpingooopherectomy), surgery (she had bilateral salpingooopherectomy) and surgery (she had bilateral salpingooopherectomy). Essure was removed on 2-oct-2017. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia and migraine outcome was unknown and the headache and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-nov-2014: total bilateral occlusion on 27nov2014 concerning the injuries reported in this case, the following one were described in patient's medical records: confirms pelvic pain most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received- new event was unable to see the coils so the doctor had to remove both tubes were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.